Event description:
Pt reported hospitalization, no date or add'l info provided. Email: (B)(6). Arx has not yet dispensed synvisc, lot number and expiration date unk. Strength: 16 mg milligram(s). Bilateral primary ostearthritis of knee.